Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump's battery gauge was observed to be displaying a full charge for an extended period of time despite routine pump usage. There was no reported adverse impact to the customer. The customer continued to use the pump for insulin therapy.